Event description:
The facility representative reported a flo-gard infusion pump with a common failure. This condition was found upon power up of the device in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition of a "common failure" was neither confirmed nor reproduced during evaluation by technical services. Therefore, no cause was determined and no repairs were required to resolve the reported problem. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.